Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: unknown¿cannot be found/ perforation of essure device / right coil embedded low in uterus / migration of essure device location of device unknown, coil cannot be found") and pregnancy with contraceptive device ("pregnancy with essure coil") in an adult female patient who had essure (batch no. 626799, 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "sh did not underwent essure confirmation test". The patient's medical history included heartburn, hsv infection, postpartum depression, wisdom teeth removal on 11-apr-2014, postpartum depression, grand multiparity and postpartum hemorrhage. Concurrent conditions included morbid obesity, genital bleeding, headache, uti, hypoglycemia, pyelonephritis, vaginal discharge, vaginal disorder, vaginal redness, pelvic pain, vaginal pain, low back pain, fatigue, breast tenderness, anxiety, injection site redness and swelling of injection site. Concomitant products included etonogestrel (nexplanon) and medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In august 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In april 2014, the patient experienced postpartum haemorrhage ("hemorrhage after delivery with three pregnancies"). On an unknown date, the patient experienced adnexa uteri pain ("fallopian tubes pain") and urinary tract infection ("uti"). The patient was treated with surgery (22-jul-2016 pelvic surgery to try and alleviate the symptoms and bilateral salpingectomy). Essure was removed on 22-jul-2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, postpartum haemorrhage, adnexa uteri pain and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered adnexa uteri pain, postpartum haemorrhage, pregnancy with contraceptive device, urinary tract infection and uterine perforation to be related to essure. The reporter commented: laproscopic tubal ligation on (B)(6) 2016. She has no complaints at this time of pain or bleeding. Denies recent illness or fever. Anxiety: potential for anxiety dos. The first pregnancy they gave me medication during labor to control the hemorrhage the plaintiff experienced two pregnancy episodes in aug-2013, may-2015 captured under the cases (B)(4) and (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: postive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, postpartum haemorrhage . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events device monitoring procedure not performed and urinary tract infection were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: unknown¿cannot be found/ perforation of essure device / right coil embedded low in uterus / migration of essure device location of device unknown, coil cannot be found") and pregnancy with contraceptive device ("pregnancy with essure coil") in an adult female patient (gravida 6, para 6) who had essure (batch no. 626799, 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)". The patient's past medical history included heartburn, hsv infection, postpartum depression, wisdom teeth removal on (B)(6) 2014, postpartum depression, grand multiparity and postpartum hemorrhage. Concurrent conditions included morbid obesity, genital bleeding, headache, uti, hypoglycemia, pyelonephritis, vaginal discharge, vaginal disorder, vaginal redness, pelvic pain, vaginal pain, low back pain, fatigue, breast tenderness, anxiety, injection site redness and swelling of injection site. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In august 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced postpartum haemorrhage ("hemorrhage after delivery with three pregnancies"). On an unknown date, the patient experienced adnexa uteri pain ("fallopian tubes pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery ((B)(6) 2016 pelvic surgery to try and alleviate the symptoms and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, postpartum haemorrhage and adnexa uteri pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered adnexa uteri pain, postpartum haemorrhage, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: laproscopic tubal ligation on (B)(6) 2016. She has no complaints at this time of pain or bleeding. Denies recent illness or fever. Anxiety: potential for anxiety dos. The plaintiff experienced two pregnancy episodes in (B)(6) 2013, (B)(6) 2015 captured under the cases (B)(4) respectively. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, postpartum haemorrhage . Most recent follow-up information incorporated above includes: on 7-jun-2018: other social media received: events updated: right coil is embedded low in uterus and essure in uterus were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("migration of essure device location of device: unknown¿cannot be found/ perforation of essure device"), device dislocation ("migration of essure device location of device unknown, coil cannot be found") and pregnancy with contraceptive device ("pregnancy with essure coil") in an adult female patient (gravida 6, para 6) who had essure (batch no. 626799, 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)". The patient's past medical history included heartburn, hsv infection, postpartum depression, wisdom teeth removal on (B)(6) 2014, postpartum depression, grand multiparity and postpartum hemorrhage. Concurrent conditions included morbid obesity, genital bleeding, headache, uti, hypoglycemia, pyelonephritis, vaginal discharge, vaginal disorder, vaginal redness, pelvic pain, vaginal pain, low back pain, fatigue, breast tenderness, anxiety, injection site redness and swelling of injection site. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced postpartum haemorrhage ("hemorrhage after delivery with three pregnancies"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("fallopian tubes pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery ((B)(6) 2016 pelvic surgery to try and alleviate the symptoms and bilateral salpingectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, postpartum haemorrhage and adnexa uteri pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered adnexa uteri pain, device dislocation, perforation, postpartum haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: laproscopic tubal ligation on (B)(6) 2016. She has no complaints at this time of pain or bleeding. Denies recent illness or fever. Anxiety: potential for anxiety dos. The plaintiff experienced two previous pregnancy episodes in (B)(6) 2013, (B)(6) 2015 captured under the cases (B)(4) respectively. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, postpartum haemorrhage . Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received : the event migration of essure device location of device unknown, coil cannot be found added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("migration of essure device location of device: unknown¿cannot be found/ perforation of essure device") and pregnancy with contraceptive device ("pregnancy with essure coil") in an adult female patient (gravida 6, para 6) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included heartburn, hsv infection and postpartum depression. Concurrent conditions included morbid obesity. In september 2009, the patient had essure inserted. In 2013, the patient experienced perforation (seriousness criteria medically significant and intervention required). In august 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In april 2014, the patient experienced postpartum haemorrhage ("hemorrhage after delivery with three pregnancies"). On an unknown date, the patient experienced adnexa uteri pain ("fallopian tubes pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery ((B)(6) 2016 pelvic surgery to try and alleviate the symptoms and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pregnancy with contraceptive device, postpartum haemorrhage and adnexa uteri pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered adnexa uteri pain, perforation, postpartum haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: laproscopic tubal ligation on (B)(6) 2016. She has no complaints at this time of pain or bleeding. Denies recent illness or fever. Anxiety: potential for anxiety dos. The plaintiff experienced two previous pregnancy episodes in aug-2013, may-2015 captured under the cases 2017-195886 and 2018-063284 respectively. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, postpartum haemorrhage . Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Reporter added. On (B)(6) 2018: plaintiff fact sheet received, patient¿s history and concomitant conditions added. Events, pregnancy (no complications), hemorrhage after delivery with three pregnancies, device ineffective, fallopian tubes pain has been added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of essure device") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2016 pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.